Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing rubber tube cover with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for missing rubber tube cover with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes has no lid. The following information was provided by the initial reporter no rubber tube cover on the 3.5 ml sst hemogard section. In 10 boxes, each box has 1 tube that has no lid. The condition of the packaging is still intact sealed.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes has no lid. The following information was provided by the initial reporter. No rubber tube cover on the 3.5 ml sst hemogard section. In 10 boxes, each box has 1 tube that has no lid. The condition of the packaging is still intact sealed.